Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. MFR. Report #1627487-2013-11630. It was reported the patient fell on (B)(6)2013. Since the fall, the patient has been experiencing occasional overstimulation and burning pain when stimulation is on. Overstimulation increase when stimulation is increased. The burning pain occurs sometimes when stimulation is off and when the patient changes position. The patient plans to have x-rays taken for further investigation. The patient also plans to meet with an sjm representative.